Manufacturer narrative:
An event of shortness of breath and thrombus was reported. Information from the field indicated that upon explant, thrombus attached and are hardened, causing malfunction in opening and closing. The device was returned to abbott for investigation, all three leaflets had limited mobility and contained biological material with no tears or perforations. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of thrombus formation could not be conclusively determined. The reported surgical intervention was results of case specific circumstances as valve explanted surgically.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2023, a 21mm epic supra valve and 27mm epic mitral valve were implanted in the patient. On an unknown date, the patient presented with shortness of breath and the symptoms become severe by (B)(6) 2025. On (B)(6) 2025, two valves were explanted and two non-abbott valves were implanted. The two cusps of the epic supra valve had thrombus attached and are hardened, causing malfunction in opening and closing. There was no attachments observed on the epic mitral valve but, all three cusps are hardened and remain widely open, failing to maintain coaptation. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.